Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for evaluation of a separate issue. During device analysis, the service repair technician found a cut in the pink probe, pinholes in the light guide lens adhesive, and a missing single component, paste-like, thixotropic adhesive at the forceps cover. There was no patient involvement.